Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and was taking longer to charge. The patient was also experiencing inadequate stimulation. The patient underwent an ipg replacement procedure where two leads were added. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week from the date manufacturer became aware of the event.